Event description:
Pt has had pocket revision 4 times. He is non-compliant. This time the pocket came open when he went bowling and instead of going to see his physician, he chose to close it back up with band aids. The pocket became infected. Also removed was: linox sd 65, MDR 1028232-2007-0240. Lumos dr-t, MDR 1028232-2007-0238.